Event description:
It was reported that the patient underwent a diaphyseal osteotomy utilizing the surgicase guide to predrill holes for the plate and to cut the wedge for the osteotomy. Difficulty with positioning of the guide resulted in 2 failed attempts to drill the holes for the plate in the right position. The 3rd attempt was successful and the plate was positioned in the planned position on the radius. The surgery on the ulna was performed without any problems. The 2 failed attempts resulted in a delay during surgery of approximately 35 min.

Manufacturer narrative:
Surgery was attended by a product engineer who provided extra measurements to allow extra verification of the guide fit. These were not used by the operating surgeon when positioning the guide on the radius. Based on the available information, the conclusion of the investigation shows that failure to follow instructions has caused the event.